Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) called to report a diagnosis of os corneal ulcer in 2014 while wearing an acuvue oasys for astigmatism brand contact lens (cl). The pt experienced discomfort and redness and noted the suspect lens was torn on removal from the os. The pt continued to experience redness and the eye pain and visited the eye care provider (ecp) due to the symptoms. The pt was prescribed medication (name of the medication is unknown), but advised the cream was prescribed every 30 minutes. The pt had a 30-day replacement schedule and wore the lenses during occasional naps. The pt reported the ecp suspended cls use for an unspecified long period of time, but the pt did not wear cls for 3 years. On (B)(6) 2019 a call was placed to the pt¿s treating ecp who advised the pt was diagnosed with an os corneal ulcer, de-epithelialization with scarring. The pt was prescribed a cell regenerating cream (name or how it was prescribed was not provided). The ecp reported the pt abused cls wear and always sleeps in the lenses. No additional medical information was provided. The lot number is unknown. The suspect os lens was discarded. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.